Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing and changes in amplitude morphology measurements contributing to the delivery of inappropriate therapy. X-rays were taken and sent for review as well. The s-ICD remains in service and no adverse patient effects were reported.